Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. In the absence of a confirmed cause of death, the source of this event cannot be determined; however, it was confirmed the patient¿s death was unrelated to dialysis and not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2021, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired while connected to the cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2021. It was affirmed the patient was connected to the liberty select cycler at the time of death. The cause of the patient¿s death and the events surrounding this event were not reported to the outpatient clinic; however, it was determined the patient¿s death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). Additionally. It was confirmed by a patient contact to the pdrn this patient¿s death had nothing to do with dialysis.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 28/oct/2021, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired while connected to the cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2021. It was affirmed the patient was connected to the liberty select cycler at the time of death. The cause of the patient¿s death and the events surrounding this event were not reported to the outpatient clinic; however, it was determined the patient¿s death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). Additionally. It was confirmed by a patient contact to the pdrn this patient¿s death had nothing to do with dialysis.